Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2006. The plaintiff's attorney also alleged the decedent experienced cardiac arrest on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products.